Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for unknown screws. Part#, lot# and UDI # is not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. PMA/510k: this report is for unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluated by MFR, manufacture date: product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: woon, c., wong, m. And howe t. (2010), lcp external fixation - external application of an internal fixator: two cases and a review of the literature, journal of orthopaedic surgery and research, vol. 5(19), pages 1-6 (singapore). The aim of this study is to review the published literature and explore the caveats and pitfalls of applying this novel method of external fixation. A total of 2 patients were included in this study. They were treated with exchange external fixation using an unknown synthes locking compression plate. The following complications were reported as follows: a (B)(6) male underwent wound debridement and application of an external fixator was performed on admission. The following day, the external fixator was exchanged for an unknown synthes 18-hole 4.5 mm combination lcp. At six months, fibula pro tibia grafting was performed for delayed union resulting from bone loss at the fracture site. The fibula graft was compressed and secured to the tibia with two cortical screws, with the lcp external fixator left untouched. While the lcp external fixator was in place, there were no signs of local screw-site sepsis or screw loosening. A third operation was performed three months later because of unacceptable valgus malalignment and dorsal angulation. This involved removal of the external fixation and replacement with an internally placed unknown synthes lcp pilon plate 2.7/3.5, with more screws in the distal fragment, coupled with iliac crest bone grafting. Bony union was noted 4 months later, during which time he had progressed to full weightbearing with a walking aid. This report is for an unknown screws. It captures delayed union, unacceptable valgus malalignment. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d1a, d1b: updated h3, h6: the investigation could not be completed and no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.